Manufacturer narrative:
The date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had a noisy image. The issue was found during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, g3, g6, h2,h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error, cable unit leak, there was corrosion on coupler unit, there was dirt on head cover and button., a definitive root cause could not be identified. Based on the results of the investigation, it was likely that the following led to the malfunction: the noisy image was due to deformation of the electrical contacts. Additionally, due to deformation of electrical contact, b30 occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.